Manufacturer narrative:
A correlation between the device and the reported basilaris thrombosis and cerebral bleeding could not be conclusively determined. (B)(4) was returned for evaluation. Evaluation revealed depositions in the inflow cannula and rotor bearing ball; however, depositions at these areas would not have likely occluded the flow of blood through the pump, and would not have contributed to any functional issues. Soft deposition was also found in the outlet stator. The deposition's lack of laminated layering indicated that it did not initially form in the outlet stator, but likely present while the device was supporting the patient. The evaluation could not conclusively determine the origin of the deposition nor the duration of its presence in the pump. A root cause for the observed deposition could not be conclusively determined through this evaluation. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. The instructions for use lists thrombus and stroke as potential adverse events that may be associated with the use of the heartmate ii lvas. The device history records were reviewed and showed no deviation from the manufacturing and quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device: 3 months. The device was returned for investigation. The evaluation is not yet complete. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the hospital with a basilar artery thrombus. A thrombectomy was performed; however, the patient subsequently expired from cerebral bleeding. No additional information was received.